Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's right ventricular (rv) lead revealed over-sensing of noise, resulting in pacing inhibition. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found one external insulation abrasions exposing the outer coil consistent with friction to device can. The cause of the reported events was isolated to the exposure of the outer coil in the abrasion zone.